Event description:
A surgeon reported experiencing a dull knife during surgery. A new knife was used and the case was completed w/o harm to the pt.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The root cause for the dull knife experienced by the customer cannot be determined. However, it is unlikely that damage occurred during the mfg process. (B)(4).